Event description:
It was reported that when the device was interrogated while still in the box, the rf communication was found to be disabled due to low battery status. The device was not used.

Manufacturer narrative:
The reported field event of excessive rf usage was confirmed in the laboratory and was due to high current drain and low battery voltage which was consistent with rf interference during internal testing activity. Device was tested on bench and no anomalies were observed.